Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('1 of the coils might have migrated') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and headache ("headaches"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, vaginal discharge, migraine and headache outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff reporter that she is concerned that 1 of the coils might have migrated . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted: any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('1 of the coils might have migrated') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and headache ("headaches"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, vaginal discharge, migraine and headache outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff reporter that she is concerned that 1 of the coils might have migrated . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: mr received. Reporter information added. Events: 1 of the coils might have migrated added. Case became serious incident. Essure model changed to ess 205 as insertion date is (B)(6) 2006. Based on the available information, a review of our complaint records, and other relevant data will be conducted: any new and reportable information that becomes available from our investigation will be provided in a supplementary report.